Event description:
Obese heartware patient (thoracotomy approach) presents with s. Mitis oralis infection of the thoracotomy incision requiring surgical incision and drainage which resulted in exposed left ventricular assist device (lvad) and outflow graft. A vacuum dressing was applied & IV antibiotic course prescribed, followed by chronic suppressive oral antibiotics.